Event description:
The customer reported to olympus, the camera head had a repair tag on it stating, ¿not working¿. During evaluation, the following reportable issue was found that there was no image. There were no reports of patient/user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, evaluation of the device observed the following non-reportable finding: the label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
Additional information received as the event was found during procedure.

Manufacturer narrative:
Update to b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication could not be performed normally because the camera cable was disconnected, and no image might have occurred. However, the cause of the occurrence could not be determined because significant damage could not be confirmed. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.